Manufacturer narrative:
The technician replaced the tape switches, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit would arm, but not alarm. A patient did fall out of bed and sustained minor abrasion to her left elbow. The patient's catheter and IV were both pulled out as a result of the fall. No serious injuries were noted as a result of this issue.